Manufacturer narrative:
It was reported that end-user sustained a cut to the tip of her left thumb while donning the nitrile exam glove. No further details were provided regarding the description of the injury. Per report, after glove was taken off, a "glass" remained in end user's thumb and upon inspection of the glove, it was noticed that there was a "black ring on the tip of the thumb area." It was reported that immediately after the incident occurred, a staff member helped remove the retained glass through an unidentified method and end user's wound was washed with soap and water. No further tests or treatment was required. The end-user is reportedly doing fine at this time. The reported incident did not impact a patient. Due to the reported event and required medical intervention to retrieve the retained glass from end user's thumb, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a nurse sustained a cut to the tip of her left thumb while donning the nitrile exam glove, which reportedly had a foreign particulate.